Event description:
A surgeon reported that four years following bilateral intraocular lens (iol) implant surgery, the patient's lenses became opacified and her visual acuity decreased. Following the surgeon's report, the patient was admitted to the hospital and died. She had a history of liver disease, alcohol abuse and smoking. Her death was unrelated to the iol implants. There are two manufacturer's reports associated with this event.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation.